Manufacturer narrative:
The reported event of stretched helix was confirmed; positioning failure was not confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. No further anomalies were detected. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the lp helix became stretched during repositioning due to insufficient fixation. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.